Event description:
It was reported that a remote transmission was received which displayed crosstalk resulting in atp therapy before returning to sinus. The device was planned to be reprogrammed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).